Event description:
It was reported that the programmer was unresponsive to finger touch and stylus. It was noted that the stylus was disconnected from the programmer still issue persisted. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the programmer's display was cracked.

Manufacturer narrative:
Product analysis: analysis was able to confirm partially that the programmer's touchscreen was cracked. However, the analysis was unable to confirm that the programmer was unresponsive to the stylus. The finger touch was working correctly without any problems with the test stylus. Additionally, it was noted that the programmer started up with a white screen, and the liquid crystal display (lcd) was defective. It was noted that the upper display hinges and the left slide rail were broken. All the defective parts were added or replaced. The programmer then passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.